Event description:
It was reported that during an in-clinic check, crosstalk was observed on the device. Programming changes were suggested and will be made at the next follow-up visit. No patient consequences.